Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose infection and redness/soreness in nasal cavity. Medical intervention was not specified. During the investigation, manufacturer observed an unknown dust contaminant and hair-like particles were observed on the rear panel. An unknown dust contaminant was observed on the bottom enclosure. 3 insects were observed on the bottom enclosure. An unknown dust contaminant was observed on the blower and blower seal. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box e:init. Report sent to FDA has been updated. In box d: device avail. For eval?, date returned has been updated. In box g: device eval. By mfg and device avail. For eval? Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.